Event description:
The customer received questionable results for creatinine jaffe gen.2 (creaj) on one patient urine sample and on one patient serum sample. Of the two samples, it was determined that only the urine creaj sample had erroneous results that had been reported outside of the laboratory. All results are in mg/dl. The initial result for creaj was <4.2, which was reported outside of the laboratory. The result was questioned by a physician and the sample was repeated. The repeat result was 64. This result was deemed to be the correct result. The customer did not know if the patient was adversely affected. The lot of creaj reagent in use was 67526401, with an expiration date of 10/31/2014. The field service representative found the rinse mechanism nozzle 1 was misaligned. The nozzle tip was flinging water onto the bottom of the rinse mechanism, which was dripping down into the cells. He realigned the rinse mechanism and the rinse nozzle 1. The customer performed qc, which passed. The system was operating according to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.